Event description:
It was reported that customer stated pump displayed altitude alarm, but no blood glucose readings were provided and no additional event details were available. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, no altitude alarm events were found in pump history, and pump was replaced because required regulatory marking was missing.